Event description:
It has been reported to co that during the procedure the fitting of this device was defective. Reportedly, the threads of the device became disengaged and the device failed to work properly. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.

Manufacturer narrative:
Device history record reviewed.